Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection and functional assessment found no faults, the device performed within expected parameters. We have been unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. These instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. With the IFU listing the methods for investigating both blockage and leak alarms, the users for the renasys devices are advised to follow these at all times. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during inspection the technician confirmed that the renasys touch device had displayed a leak alarm and a full canister alarm. No patient was involved.